Manufacturer narrative:
N/a.

Event description:
The following has been reported: after setting up the line at around 7/7.15 p.m. This evening (infusion purged, no issues noticed at that time, device working): the patient called after a few minutes, and I was on my way to her room to add a treatment following a change in her medical prescription. The patient alerted me to the presence of air in her tubing. Husband present. Upon inspection, there was alternating flow and air in the tubing, downstream from the closure valve of the parenteral nutrition device. There was no air when I arrived at the 3-way extension directly connected to the patient, but there was no certainty that the air had not entered the bloodstream. Immediate stop of the infusion. Tubing purged a second time and put back into the device for verification. Reappearance of new air bubbles downstream of the device's closure valve. Change of tubing: no issue with the new one. Device changed due to uncertainty, as it had not detected the presence of air in the tubing. Haemodynamic monitoring: blood pressure: 095/68 mmhg. Pulse: 96 beats/minute. Saturation: 96%. Call to the doctor on call for instructions: electrocardiogram. Close monitoring +++ (vital signs at the time of transfer: blood pressure 111/78 mmhg. Pulse 103. Oxygen saturation 95%). Decision made by the doctor on call: transfer the patient to the (B)(6) emergency department for further tests. What were the impacts/consequences? No immediate impact before transfer. No chest pain. No dyspnoea. No cyanosis or chest discomfort. The tubing with air inside is available. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. At the new reported date (13 june 2025), no air alarm was found except at the set installation, this may or may not confirm the event. (Log investigation remains the same as device investigation report. Investigation revision: following reception of the new date of the event. The reported device was received in brézins for investigation. Once in brezins, nothing was noticed during external visual check. Following visual inspection, functional tests were performed related to the reported event were carried out. Air bubble detection results are inconsistent, which may confirm the reported event. Quality control was performed and no technical or functional issue was detected. Nothing on the air sensor was noticed during internal inspection. Therefore the reported event is confirmed and the root cause is probably due to a defective air sensor. It is therefore advisable to change the air sensor. Please be informed that a CAPA is open to address the subject of "defective air sensor". For information, the complaint regarding the used set during this event is considered as valid due to a loss of integrity in the connection between the set and the blue clamp. This complaint is considered as: valid. The trend is: normal.